Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Device product code - unknown. Device info- unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). The 510k number - unknown. Manufacture date ¿ unknown.

Event description:
Information was received based on the review of the journal article, "the incidence of dislocation utilizing a neck sparing stem in primary tha in community based practices with the posterior approach" which aimed to examine the clinical results of a novel proximal neck-sparing cementless prosthesis for primary total hip arthroplasty (tha). The study retrospectively reviewed three-hundred-thirty-eight (338) total hip arthroplasties utilizing short-curved neck-sparing stems between april 2010 and june 2014. A total of seventy-seven (77) dual mobility acetabular components were used with sixty-six (66) being biomet's active articulation design. Fifty-nine percent (59%) of patients were female and forty-one percent (41%) were male. The journal article reports the following revisions: three (3) revision due to dislocation two (2) revisions converting the femoral stems to conventional length stems and replacement of the modular acetabular polyethylene to add a posterior hood two (2) revisions of the femoral stem due to aseptic loosening one (1) revision of the acetabular cup due to aseptic loosening in summary, the authors conclude that 32mm to 36mm head sizes are most desirable for use with the neck sparing femoral stem. For small acetabular sockets, the dual articulation bearing is an acceptable alternative that provides a large head for stability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and to correct previously reported information (B)(6) the following sections were corrected: patient sex. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity" and "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that post primary tha, two (2) cases underwent revision due to dislocation. The femoral stems were revised to conventional length stems, along with exchange of the modular acetabular polyethylene to add a posterior hood. There has been no further information provided and the patient outcome is unknown